Event description:
A customer reported a cartridge alarm 20 that occurred during the load process while using the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in properly loading a new cartridge, and the customer successfully resumed insulin therapy, resolving the issue.